Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
While patient was being revised, the drill bit broke and a piece remained in the canal.